Event description:
During pt use, when ac cable was connected, a "backup battery failure" alarm occurred. The pt was ambu bagged ans switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt information was not provided.